Event description:
It was reported that the customer was experiencing problems with fluctuating blood glucose levels and no delivery alarms. The customer had been using the insulin pump for two months at this time. As a result of these problems, the customer reverted to multiple daily injection therapy. It was later reported that the customer was in the hospital. The reason, the customer was in the hospital was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.